Manufacturer narrative:
Device history records review and mechanical evaluation of the device will be conducted.

Event description:
The company was notified on (B)(6) 2014 that after implanting the valve (model # m7-031, serial # (B)(4)), the doctor observed leakage from the leaflets, especially from hinges and center of valves. Re -operation was done and carbomedics valve was replaced with ats valve.

Manufacturer narrative:
Device code: no code found for central leak and hence used closest code with perivalvular leak.